Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system with this right ventricular (rv) lead recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement. Further testing and reprogramming options were recommended. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.